Event description:
It was reported that during a pump replacement procedure due to expected longevity, the hcp was unable to aspirate the catheter so the hcp opened up the patient in the back with the intent of trying to aspirate the distal portion. The patient was rather large and there was 3+ inches of tissue in the back and the hcp was unable to find the existing catheter. The reporter questioned if the hcp could abandon the existing catheter and implant a new 8780 catheter and it was reviewed that it would be a medical decision. The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).